Manufacturer narrative:
Qn#(B)(4) the reported complaint of 15 mm connector on ett have difficulty to be removed from tube was not confirmed based upon the sample received. Visual inspection and measurement for the connector insertion mark at tube was performed to check if connector was initially assembled followed the standard dimension as per product drawing. Upon dimensional inspection, not much force was required to pull out the 15mm connector from the tube. The connector met all the product requirement and dimension specifications. Additionally, the connector assembly features of et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "we were unable to remove the hub from the endotracheal tube". No patient harm or injury. The patient status is reported as "fine". Additional information received states that the indication for use of the ett was that the patient required mechanical ventilation with medical management in critical care. The issue was resolved by cutting the ett to remove the adaptor. The patient did not require reintubation. The patient did not experience any oxygen desaturation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we were unable to remove the hub from the endotracheal tube". No patient harm or injury. The patient status is reported as "fine". Additional information received states that the indication for use of the ett was that the patient required mechanical ventilation with medical management in critical care. The issue was resolved by cutting the ett to remove the adaptor. The patient did not require reintubation. The patient did not experience any oxygen desaturation.